Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed assembly was recommended for replacement. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported assembly at foot of the bed where the south sidewall attaches on the right side broke while staff was moving the unit through a doorway and hit a door. There was no patient involvement.